Event description:
Foley catheter inserted (B)(6) 2018 at 0200 without difficulty or resistance. Later that morning the patient was transported to CT, which showed potential inflation of balloon in prostatic urethra. At 0800 md notified of CT results and that rn was unable to withdraw/discontinue foley because balloon would not deflate. Md instructed rn to cut balloon port of foley to drain the normal saline, which was performed by rn. Documentation shows that at 1300 foley was discontinued by urologist and a new foley was placed by urologist.